Manufacturer narrative:
The patient is reported to be very active with activities such as traveling, hiking, and hunting, however there are no specific events or activities that coincide with the reduction in therapy. The most likely cause of the impedance issues and subsequent change in therapy is a fracture of an internal component. The malfunctioning tined leads were unable to be removed during the revision procedure and remain implanted in the patient, thus there is no further evaluation that is able to be performed on the components themselves to further confirm the presence or location of a fracture.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. Approximately 2 months after implant the patient reported a decline in therapy. The patient was seen for reprogramming and troubleshooting and it was discovered that one of the implanted leads had bad impedance readings on all electrodes and the second lead had bad impedance readings on 2 out of 4 electrodes. On (B)(6) 2025 a surgical revision was performed to remove the malfunctioning leads and place new leads. During the procedure the implantable pulse generator (ipg) was also replaced out of caution.